Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 500-600 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Suspected cause was due to the customer receiving an undefined alarm which stopped insulin deliveries. Customer was treated with a manual injection to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.